Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test passed. Transmitter functional test passed. The share log was reviewed and displayed a connection loss gap within the investigation window. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed. A root cause could not be determined.